Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the returned lead extension found multiple internal wires broken in extension header. The root cause is consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device, and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04625. It was reported that the patient's system had high impedances on contacts 1, 3, and 5. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the extension and ipg were explanted and replaced. During the procedure, it was noted that the extension was broken in the ipg header between electrode 1 and 2.